Manufacturer narrative:
(B)(4). Patient was implanted with the rns neurostimulator and two depth leads. Port 1, dl-330-10, sn (B)(4), left mesial temporal. Port 2, dl-330-10, sn (B)(4), right mesial temporal.

Event description:
The patient was noted to have left sided weakness on exam the morning following rns system implantation (initially post-op, she was full strength) which prompted a CT scan. The patient was found to have an epidural hematoma at the rns neurostimulator site underlying the craniotomy and extending anterolaterally. The patient was taken back to the or for clot evacuation. The rns neurostimulator was temporarily removed (though not disconnected), the clot was evacuated, and dural tenting sutures were placed. However, blood dissected into the epidural space lateral to the original craniotomy reaccumulated, and so the patient was taken back to the or for a separate craniotomy for epidural hemorrhage evacuation. Post-evacuation, the patient continued to experience some mild weakness. No product was explanted throughout the surgical interventions. The rns system remains implanted and is programmed for detection and therapy